Event description:
A report was received through the us specialty pharmacy that a battery smelled bad. The battery was in a garage for two weeks and was smelling up the house and was noted to still smell bad. Consumer. Functional testing determined that battery pack sn (B)(4) did not meet product specifications, in that, battery pack will not hold sufficient charge to deliver minimum required amount of inhalations. The suspect odor was attributed to circuit relay overheating. Device manufacture date: 07/2010.